Manufacturer narrative:
According to the customer, the transparent dressing caused "redness" where the bandage was in contact with the skin. The customer stated that the area caused "severe itching". The customer reported he applied "steroid creams and antihistamine sprays" without resolve. The customer reported he went to the emergency room to seek treatment. The customer reported the emergency room physician prescribed him a "stronger steroid", and his physician prescribed him an "ointment for chemical burns" at a follow up appointment. The customer reported the area is now beginning to "heal" after utilizing the prescriptions. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the transparent dressing caused "redness" where the bandage was in contact with the skin.